Manufacturer narrative:
The illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed no obvious non-conformities. The illuminated flex curved laser probe sample was connected to a calibrated system and was found to meet specifications. It should be noted that a laser output test is performed during manufacturing to verify that the laser beam outputs properly and within power specification. The illuminated flex curved laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. The returned illuminated flex curved laser probe was evaluated and was found to meet specifications. Therefore, the root cause of laser failure is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure to repair a retinal detachment on the patients right eye the laser probe emission failed. Due to the emission failure the patient experienced a hole in the retina. The procedure was completed after replacing the laser probe. Additional information has been requested. Additional information was received indicating the event occurred during a vitrectomy procedure. After air substitution was performed the retina where the laser spot was performed tore and bleed. The patient will be monitored.